Event description:
It was reported that the patient presented for follow-up in the clinic post-procedure. Upon interrogation, the atrial lead exhibited far r oversensing and was found to be dislodged and was capturing the ventricular channel. Programming changes were made and the patient experienced no consequences.